Event description:
It was noted that the coil broke during deployment. A 10mm x 20cm interlock was used in the non calcified splenic artery. During the procedure, it was noted that the coil kinked and broke while deployment. The device was removed intact from the patient and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was noted that the coil broke during deployment. A 10mm x 20cm interlock was used in the non calcified splenic artery. During the procedure, it was noted that the coil kinked and broke while deployment. The device was removed intact from the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The main coil and the pusher wire return to this complaint. It was observed the pusher wire kinked. The original box was returned, and it was observed that the pouch information matches with the complaint information. No more damages or issues were observed.